Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandfather reported via phone call that the insulin pump had critical pump error displayed on the screen. Customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.